Event description:
It was reported that the patient presented for generator replacement procedure. During the procedure, the physician attempted to replace the patient's right atrial (ra) lead since it had previously been noted to have noise. When the physician placed the new ra lead in the heart, all electrical values for sensing and impedance were normal however it was noted to have no capture. Therefore, the physician elected to place the original ra lead back into the patient which had normal sensing, threshold, and impedance values. The patient was in stable condition.

Manufacturer narrative:
The event of failure to capture was not confirmed. The device was returned for analysis. Visual examination, x-ray, short test, continuity test, and hi pot test was normal with no anomalies found.